Event description:
Additional information received further reported that in (B)(6) 2017 the patient was experiencing or had experienced altis mesh exposure on the left side, vaginal discharge, spotting, suprapubic pressure, urgency, urge incontinence, and urinary frequency. Excision of vaginal mesh and cystourethroscopy took place under general anesthesia.

Manufacturer narrative:
H6 code e2402 applied to capture "suprapubic pressure". Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities and intercourse, emotional pain and injury, urinary incontinence, physical deformity, and the loss of ability to perform sexually.